Event description:
It was reported to covidien on 06/07/2009 that a customer had an issue with a dialysis catheter. Customer states that they are not getting proper tissue in growth and that the catheter fell out and was replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.